Event description:
When removing the empty insulin cartridge from my inpen it was very difficult to get it out. I had to pound on it to get it to slide out. I was concerned that it would damage my ability to inject insulin when I inserted the next cartridge. Fortunately that did not happen, but who knows what will happen when I need to replace the cartridge that is currently in my inpen.